Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure was reported. According to the patient, on (B)(6) 2025, during the night around midnight the patient felt dizzy and passed out. During the time of event his dexcom was showing sensor failure. They took a bg reading which was 40 mg/dl. His wife assisted him and took food with lots of sugar. The patient recovered after the treatment, and he did not go to the hospital. The reporter declined to provide further information about the event. Performance data was reviewed. Data investigation could not confirm a wearable failure. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.